Event description:
Additional information was received from the clinical study indicating that the patient was hospitalized in 2005, for control of hemodialysis. In addition five months later, the patient was hospitalized due to a perforation of the large intestine related to a tumor in the spinal cord. To treat the perforation, the patient underwent surgery and developed sepsis. The patient expired and an autopsy was not performed. Physician's comment: it is highly likely that cause of death was sepsis due to worsening of the tumor of the spinal cord so it is not related to the cypher stent. There will be no further information for this event.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2005-01133 and 9616099-2007-01499.